Manufacturer narrative:
All available information was investigated, and the reported leak/splash (loss of fluid column during prep) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported leak/ splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 5 with prolapsed posterior leaflet, posterior leaflet flail, and dilated left atrium. Prior to insertion into the femoral vein, it was observed that the hemostatic valve was leaking. For safety reasons, it was decided not to use the steerable guide catheter (sgc) and was replaced. Two clips were implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.